Event description:
Our rep. Is reporting that in vague and generic conversations, she was told by 2 unnamed sales reps that each had surgeons having recently had pts experience post operative versalok pullout. Sales rep #1 reported one post-op versalok pullout, and sales rep #2 is reporting 2 separate cases with the same negative experience. At this point in time, this is all of the info made available to mitek. Also see associated mdrs 1221934-2008-00217 and 1221934-2008-00218.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. "When all of the info that can be had, is had and evaluated, the results of that investigation will be subject in the follow-up report."